Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that the hemostasis valve of the preface sheath almost came off when the catheter was removed from the preface sheath. It was reset and the procedure continued but the liquid was splashed when the contrast agent was wiped. The procedure continued with the issue. The procedure was completed without patient's consequence. This is MDR reportable as hemostatic valve capability is compromised and there is potential for bleeding or an air embolism to occur which would require additional interventions.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17322661 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.